Manufacturer narrative:
This was initially reported on the summary report dated 12/23/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced urinary retention and urethral stenosis. The plaintiff underwent urethrolysis with division of urethral sling and the device was completely explanted. Furthermore, it was reported that the plaintiff died. The cause of death was reported as coronary heart disease.